Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged by technical support, who confirmed that the caller would receive a pump with updated software. The customer was instructed on how to put the pump into storage mode and return the faulty unit within 10 days to avoid charges. Additional guidance was provided on programming new pump settings and connecting the cgm to the replacement pump, as well as using multiple daily injections (mdi) as a backup insulin delivery method.